Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -9.50/1.5/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. Low vault without rotation was observed. On (B)(6) 2023 the lens was exchanged with a lens of longer length and different power. This exchange resolved the problem. The cause of event was reported as unknown. Claim#: (B)(4).

Manufacturer narrative:
B5: the reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -9.50/1.5/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6)2023. Low vault without rotation and refractive surprise was observed. On (B)(6) 2023, the lens was exchanged with a lens of longer length and different power. This exchange resolved the problem. The cause of event was reported as unknown. Claim#: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6 implantable collamer lens of -9.50/1.5/113 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault was observed, lens remains implanted. Cause of event was unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).